Event description:
This senior medical surveillance specialist reviewed info the pt/layperson gave to the customer care advocate (cca) in 2009. The pt alleged her onetouch ultra meter had not powered on since one month prior. However, during troubleshooting with the cca the meter functioned and the pt obtained a blood glucose result. When asked, the pt reported sweating at 7a.m on the event date, after the alleged issue began. After self-treating with something sweet, the pt felt better. No medical intervention by another person or an hcp was required. The pt took her daily 2000 mg metformin and her actose when not testing and also saw her physician for a routine appointment and a1c the day after the alleged event. Although the pt alleged no harm, the complaint is reported due to the reported symptom that meets the criteria for serious injury. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.